Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) deployed completely above the skin and failed to plug the arteriotomy. Pressure was held on the site for about ten minutes and achieved hemostasis. No signs of hematoma were observed, and the patient maintained pulses on her right dorsal pedis pulse which were confirmed via doppler. There was no reported patient injury. The advancer tuber was held in place while removing the balloon from the access site. The patient had a 5f 10cm non-cordis sheath on the right common femoral artery, and when closing with the device the physician pulled the 5f non-cordis sheath out. The femoral artery¿s suitability verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter it was 6mm. There was no vessel tortuosity and no presence of calcium in the vicinity of the puncture site. There was no shallow vessel depth. The procedure was diagnostic and used an antegrade approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was lost; therefore, it will not be returned for evaluation.

Manufacturer narrative:
This report is related to medwatch report#: mw5114331. The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f (B)(6) vascular closure device (vcd) deployed completely above the skin and failed to plug the arteriotomy. Pressure was held on the site for about ten minutes and achieved hemostasis. No signs of hematoma were observed, and the patient maintained pulses on her right dorsal pedis pulse which were confirmed via doppler. There was no reported patient injury. The advancer tuber was held in place while removing the balloon from the access site. The patient had a 5f 10cm non-cordis sheath on the right common femoral artery, and when closing with the device the physician pulled the 5f non-cordis sheath out. The femoral artery¿s suitability verified on angiography or venography including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter it was 6mm. There was no vessel tortuosity and no presence of calcium in the vicinity of the puncture site. There was no shallow vessel depth. The procedure was diagnostic and used an antegrade approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2228701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported¿ sealant misdeployment - unable¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.